Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only two pictures were available. Due the pictures a heavy liquid damage could be detected. This are hints for wrong device handling by user. The complaint could be not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If the device will send in for investigation and a technical investigation report is available, a follow-up will created.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "delivered wrong dosage" customer information: clinical staff reported that the pump is delivering the wrong dosage. No infusion setting were available and no date of occurrence was reported too. .